Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 224 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer states there was a crack on the insulin pump and that the device may have been exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or moisture damage under the lcd screen, electronic assembly or motor noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked lcd window, cracked case at the display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.